Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. It was reported that the battery compartment was cracked. The reporter stated that the battery cap was undamaged and it was able to secure properly on to the pump. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not duplicated in the evaluation. Review of black box data found that the date range did not cover the complaint date due to continue customer use. Review of available date range found power-on-reset events 3 days after the complaint date. The returned battery cap was unable to fasten properly onto the pump but was able to maintain contact to allow the pump to power up. Battery cap measurements were within specifications. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. A battery compartment crack was found from the threads area to the case seal along the side of the compartment. Pump casing was opened and no evidence of moisture intrusion or loose components was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.